Event description:
A malfunction alarm, identified as malf 12, was reported and occurred with no notable events prior. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, leaving any potential impact unknown. Technical support assisted the customer in resetting the pump and provided information on how to carry out the reset process. Following the reset, the malfunction code did not recur, allowing the customer to continue using the pump and be advised to call back if the issue arose again.